Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2019-07-27.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter, needle was missing, and the catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: customer complained that many angiocath were found defects as follow: 1.it's noticed that protuberant white foreign matter on the catheter. 2.it's noticed that needle missing before the package is opened. 3.it's noticed that the end of catheter damaged after puncture.

Manufacturer narrative:
H.6. Investigation: after visual analysis of the attached photos received from the client, it was found that the foreign matter is visible silicone. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. For the reported defect missing needle, according to visual analysis of the sample the needle is wound (kneaded) inside the protector. No records were found that could cause this complaint during batch history analysis, corrective maintenance and nonconformities. Based on the results of the investigation so far a root cause has not been determined for this complaint. The catheter defective/damaged according to the attached video, a leak was observed, so a detailed analysis of the defect reported would require the presence of the sample. No records were found that could cause this complaint during batch history analysis, corrective maintenance and nonconformities. Based on the results of the investigation so far a root cause has not been determined for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter, needle was missing, and the catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: customer complained that many angiocath were found defects as follow: 1. It's noticed that protuberant white foreign matter on the catheter. 2. It's noticed that needle missing before the package is opened. 3. It's noticed that the end of catheter damaged after puncture.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8137657, medical device expiration date: 2023-04-30, device manufacture date: 2018-06-08. Medical device lot #: 7270755, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter, needle was missing, and the catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: customer complained that many angiocath were found defects as follow: it's noticed that protuberant white foreign matter on the catheter. It's noticed that needle missing before the package is opened. It's noticed that the end of catheter damaged after puncture.